Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist performed in situ testing which resulted in a potential device malfunction, however, the coil had enough retention. The user_s family reported that she seems not to respond to sounds for the last few months. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, information received on the implant registration card states that one electrode was left extra-cochlear at implantation surgery. One additional channel migrated out of cochlea as confirmed by imaging. Further several channels showed high status due to undetermined reasons. This is a final report.

Event description:
The audiologist performed in situ testing which showed a potential device malfunction, however, the coil had enough retention. The user's family reported that she seems not to respond to sounds for the last few months. The user has been re-implanted.